Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They was harvesting vein and had started using the hemopro device to seal and cut branches. After about 3/4 of the leg was complete, they noticed a lot of smoke in the tunnel. When they pulled out the hemopro, still in the cannula, he saw that the tips, wide open, were orange. They had moved the toggle back and forth to try and turn off the activation but was not able to. They unplugged and removed the device from the field and opened another one to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The certificate of conformance were reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The device was returned to the factory for evaluation. An investigation was conducted on 11/21/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw at the center to the tip of the hot jaw, but remained attached at the base and tip. The silicone insulation on the hot jaw was observed to be discolored and whitish in appearance, cracked and peeled in places along the hot jaw. The silicone insulation on the cold jaw was observed to be discolored as well. The shaft tip was observed to be bent at the collar on the shaft. No other visual defects were observed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. There was no smoking observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failures ¿device remains activated¿ and "environmental particulates" was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire", "thermal decomposition of device" , "peeled" and "material twisted /bent; shaft", was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They was harvesting vein and had started using the hemopro device to seal and cut branches. After about 3/4 of the leg was complete, they noticed a lot of smoke in the tunnel. When they pulled out the hemopro, still in the cannula, he saw that the tips, wide open, were orange. They had moved the toggle back and forth to try and turn off the activation but was not able to. They unplugged and removed the device from the field and opened another one to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: adverse event or product problem changed to "product problem". Outcomes attributed to adverse event; "required intervention" removed. Type of reportable event; corrected to "malfunction". Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They was harvesting vein and had started using the hemopro device to seal and cut branches. After about 3/4 of the leg was complete, they noticed a lot of smoke in the tunnel. When they pulled out the hemopro, still in the cannula, he saw that the tips, wide open, were orange. They had moved the toggle back and forth to try and turn off the activation but was not able to. They unplugged and removed the device from the field and opened another one to complete the case. The hospital did not report any patient effects.